Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, a fractured stent of the bifurcated afx device was confirmed with no endoleak or aneurysm growth. The physician plans to re-intervene and the patient is reportedly in good condition. There have been no additional patient sequelae reported.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was unsubstantial evidence to support the reported event of strut fracture due to a lack of relevant imaging surrounding the reported event. The procedure-related harms and device, user, procedure, or anatomy relatedness of this complaint could not be determined. The final patient status was reported to be under surveillance without evidence of an endoleak or sac growth. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Event description:
Additional information received confirming that no action was taken by the physician to treat the patient as there continued to be no aneurysm growth or endoleak detected, and the stent fracture could not be confirmed. The physician plans to follow-up with the patient by CT scan within the next 6 months. The patient is reportedly doing well.